Manufacturer narrative:
Section h11, additional mfg narrative of the initial medwatch report indicates stryker performed an initial evaluation of the customer's device. Section h11, additional mfg narrative of the initial medwatch report should indicate stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Section h3, device evaluated by mfg of the initial medwatch report indicates yes section h3, device evaluated by mfg of the initial medwatch report should indicate no, device evaluation anticipated but not yet begun. Additional narrative: the device was not returned for evaluation. The reported issue could not be duplicated or verified. The cause of the reported issue could not be determined. H3 other text : device not returned.

Event description:
A customer contacted stryker to report that their device had displayed a white screen during initial boot up cycle. A white display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker performed an initial evaluation of the customer's device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device had displayed a white screen during initial boot up cycle. A white display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no patient use associated with the reported event.